Event description:
Pt was admitted to the hosp to have permacath dialysis catheter declotted. When pt went to the special procedures dept the next day a pretreatment chest x-ray was taken. At that time a 2 cm catheter tip was visualized in the pt's right lung, (ie, branch of the pulmonary artery). It had dislodged from the rest of the tubing. Catheter in right internal jugular.